Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that there was wireless footswitch connectivity issue. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. A philips field service engineer (fse) visited the site and replaced the wireless footswitch base station and wireless footswitch. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that the wireless footswitch connectivity issue. Fse identified that the status of the error led indicator on the base station was red and the footswitch pairing was continuously failing. To resolve the issue, the fse replaced the wireless footswitch and base station. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.